Event description:
It was reported that a catheter fracture was found during a dye study. The pt experienced withdrawal and was in the ICU with ventilated respiratory support. The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.